Manufacturer narrative:
Updated information: d1 brand name updated. H6 component code changed from g04105 to g07003. The investigation for major bleed has been completed. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 64 year old male was treated for an acute myocardial infarction with cardiogenic shock. An impella cp was placed. During preparation, when initially plugging the impella catheter into the aic, an optical sensor system error appeared. On a second attempt, the aic prompted to switch to a backup controller. The impella catheter was plugged into the backup aic and started without issue. Under an overshooting anticoagulation, bleeding from the groin required manual pressure, placement of a femstop device and re-suturing of the repositioning sheath. Following a day of support, the patient was successfully weaned and the impella cp removed.